Event description:
It was reported that one of patient's leads had migrated. As a result, surgical intervention took place on (B)(6) 2024 during which both leads were repositioned. Therapy was successfully restored immediately post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143453.